Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. A partial lead with the distal tip measuring 51.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.5-10.1cm from the distal tip. The etfe coating was intact at this location. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.